Event description:
The customer reported to olympus via repair request device is broken on main body where the power outlet is plugged in. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported issue. Additionally, the evaluation found the appearance of foot fatigue, pump failure, and a damaged power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the damaged power input inlet occurred due to ware from repeated use. Olympus will continue to monitor field performance for this device.